Event description:
Drive devilbiss healthcare is the initial importer of the device which is a wheelchair. End-user's wife was pushing him in the wheelchair when the front left leg broke. End-user fell to the ground. He has had multiple knee surgeries. The fall has exacerbated his existing injuries. He received medical attention immediately. In an overabundance of caution we are filing this report.